Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: tensioning force insufficient. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the tensioning force of the instrument was insufficient. No medical data such as surgical notes or any other case-relevant documents received. Device analysis: visual examination: the instrument was returned for an investigation. The dynesys cord tensioning instrument shows several signs of usage on the entire surface. Additionally, the spring is on one side not anymore in contact with the handle. Review of inspection plan: - characteristic no. 1 feature "functional test: force measurement according to aau q.41.014 with scope of testing: 100%. Means of inspection: manually. - clinical evaluation report: it is mentioned that the cord tensioning instrument is designed to preload the system with 300n. - device history record (DHR): the DHR for this lot was reviewed. The tensioning force was measured according to aau q.41.014 and the mean values range from 328.5 to 367.5n. Root cause analysis: root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure to function due to instrument does not function as intended => possible, as it was reported that the tensioning force is insufficient. - deterioration of function due to instrument does not fulfil the intended function over the required timeframe => possible, as it was reported that the tensioning force is insufficient. Conclusion summary: the instrument was returned for an investigation. It can be seen the spring is on one side not anymore in contact with the handle. This is most likely due to the many loading cycles to which the instrument underwent during its lifecycle. As it was manufactured in 2010, it might have been on the market for more than 7 years and used excessively. Moreover, the tensioning force was measured after manufacturing with a scope of testing of 100%. Therefore a manufacturing issue can be excluded. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmers reference number of this file is (B)(4).

Manufacturer narrative:
Additional information received on july 06, 2017. Lot number received. An e-mail was received stating that the product will be returned for investigation. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmers reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. A picture was received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting additional information was sent on may, 04, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
During spine surgery on (B)(6) 2017, the dynesys, cord tensioning instrument was found when its aligned with the marking line, the tensioning force is still not meet expectation. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.